Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced issues with quality control and patient sample results for ion selective electrode sodium and chloride. Data was only provided for sodium for one patient sample. The initial result was 124 mmol/l and was reported outside the laboratory. The doctor questioned the results and the sample was repeated with a result of 141 mmol/l. It was unknown if the patient was adversely affected. The lot number and expiration date of the sodium electrode were not provided. The field service representative determined there was a fluidic failure in the sipper flow path. He replaced the isv-8 valve and replaced the ise sample probe during troubleshooting. To verify the analyzer operation, he ran 75 ise checks and the user ran ise calibration and quality control with all results within specifications. The field service representative ran a 25 cup serum precision run with results within guidelines.